Event description:
Reportedly, the stapler did not fire when on bowel, but did fire once taken off and reopened. The or time was extended since the surgeon had to switch to manual bowel closure. No reported tissue damage or ill-effects to pt. Pt status reported to be recovered.